Event description:
The summons states that the consumer's caretaker placed the consumers chair underneath the overhead bar of his exercise equipment and left the room. The consumer had just begun to do his exercises; fell from the chair and injured themselves. The wheelchair allegedly tipped because the left front wheel assembly had dropped out of the wheelchair frame.

Manufacturer narrative:
Information indicates user was exercising while in the chair. It is unknown at this time if user was weight training. Current user guide covers this area. Device has been in service for over 2 years; maintenance history is unknown. MDR filed based on injury claim.